Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly tortuous and heavily calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the left anterior descending (lad) artery with heavy calcification and mild tortuosity. For pre-dilatation, a 2x20mm mini trek and a 3x20mm trek balloon dilation catheters (bdc) were used; however, both balloons ruptured at nominal pressure during the first inflation. Post stent implantation a 4x12mm nc trek neo bdc was used for post dilation; however, the balloon also ruptured at nominal pressure during the first inflation. A non-abbott balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.